Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issue. Furthermore, the sbc found the laser marking to be worn. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. ¿before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents and no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ additional PMA/510(k): k931995. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a resection sheath had a missing ceramic tip. The reported problem was found during reprocessing. The accessory device used was otv-s7pro. There was no harm or user injury reported due to the event. The patient was not under sedation.